Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ttm fss, was onsite performing functional check. Stated the arctic sun device would not heat. After draining 1 l of water from circulation tank, device still not passing functional verification. Customer requested quote for heater. Per review of wo notes - quote sent for spare part heater.